Event description:
It was reported that a no cross occurred. A 3.00 x 20mm synergy xd drug eluting stent was advanced but could not cross the lesion. However, a photo was provided, and it was observed that the stent was dislodged from the stent delivery system. No patient complications were reported.

Event description:
It was reported that a no cross occurred. A 3.00 x 20mm synergy xd drug eluting stent was advanced but could not cross the lesion. However, a photo was provided, and it was observed that the stent was dislodged from the stent delivery system. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. A photo was provided, and it was observed that the stent was dislodged from the stent delivery system.